Event description:
The reporter stated the surgeon attempted to insert an aq2010v silicone three piece lens but the injector plunger overrode and tore the back haptic while the lens was being ejected. There was no patient contact or injury.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product found the lens optic torn and one haptic torn off. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.